Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 134mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted during the bolus or basal delivery. The motor was tested outside of the device and passed. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.